Manufacturer narrative:
With the available information, boston scientific determined that this device exhibited out-of-range shock impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) presented high out of range shock impedance. The device was at elective replacement time (ert) and was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) presented high out of range shock impedance. The device was at elective replacement time (ert) and was explanted and replaced. No additional adverse patient effects were reported.